Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5145399

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high defibrillation impedance on the right ventricular (rv) lead. No changes or interventions were performed. The patient condition was unknown.